Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplimentary report shall be submitted. This report is submitted september 7, 2017.

Event description:
Per the clinic, it was reported that the patient experienced a non-device related illness, resulting in hospitalization and excessive weight loss. During the hospitalization, it was reported that the patient wore their device continuously. Due to the weight loss and continuous wear of the coil, the skin over the implant magnet site became thin and broke down, exposing the implant. Subsequently, the external device was removed and the site was treated prophylactically with a topical antibiotic to prevent infection. The wound has since resolved, and the patient has resumed use of the device.